Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned vascular surgical procedure was continued when the issue happened, and procedure was completed by moving the patient to another system. The philips field service engineer (fse) visited onsite and confirmed the system was unable to store images. After reviewing log file, fse found fluoro store was not available and the failure could be due to disk bay or mother board of the ippc. The cause of the ippc failure could determine by the supplier's part analysis and the main failed component is dual in-line memory modules (dimms). To resolve the issue, fse replaced ippc, reinstalled ippc software. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an error indicating fluoroscopy storage was not possible due to an image disk problem, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.